Manufacturer narrative:
(B)(6). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during the procedure the positioner fractured while the cup was being loaded in the positioner.